Event description:
Customer reported the sys displayed an intermittent charger failed message. There are no reports of pt harm or injury.

Manufacturer narrative:
Service rep reported the mainframe batteries that were reading below 160v dc while performing the battery load test. After performing a simulated procedure, the sys is operating as intended.